Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 2248012. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. On (B)(6) 2024, the patient discovered that the closed intravenous indwelling needle catheter was leaking during the infusion process. The leakage caused the clothes to become wet. He immediately reported it to the nurse on duty. The nurse on duty immediately reported it to the equipment department, and personnel from the equipment department arrived immediately for inspection. It was found that the closed intravenous catheter was indeed leaking and a good sealed intravenous catheter was replaced for the nurse to use. The nurse placed the patient's catheter for a second time, causing secondary pain and emotional panic.